Event description:
Balloon did not insufflate during procedure. Another balloon trocar was used to insufflate the abdomen during the laparoscopic case. (01) 10884521081086, (17) 220831, (B)(4), lot: p9j1077y, exp: 08-31-2022.